Event description:
It was reported by service report that the jack could not pump up and the side rail could become unlatched unintentionally. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Extension spring.